Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and failed battery test. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident however, customer indicated that they had diabetic ketoacidosis. Troubleshooting found that customer used generic batteries and not the recommended batteries. Customer was advised to use recommended batteries and monitor pump. No further information was given.